Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing shocking sensation at the scs ipg site irrespective of stimulation. Patient has turned off the stimulation. Reprogramming did not provide resolution. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicated the patient is reportedly receiving effective therapy.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the drg ins was explanted and replaced with another model.